Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-01009. All information can be found under manufacturer report number 1416980-2024-01009. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b7, and h6. B5: upon follow-up, it was reported that the patient also experienced peritonitis manifested by abdominal pain. It was reported "wrongly administered antibiotics prescribed for first episode of peritonitis (antibiotics were prescribed for 21 days but took antibiotics only for 14 days)". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (prescribed for 21 days and patient took for 14 days) for the event. On an unknown date, the patient had recovered from the peritonitis and was discharged from the hospital. On an unknown date, the pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.